Manufacturer narrative:
Device evaluation and repair have been completed for the issue of the device failing active exhalation control module pre-test. The evaluation concluded the 3-way solenoid valve and the proportional valve were faulty and required replacement. The device has been fully repaired. The system meets the specification for the performed service and is returned to use.

Event description:
The manufacturer received information alleging the active exhalation control module failed during service pre-testing on a trilogy ev300 ventilator at the customer site. The device was not in use on a patient at the time of the occurrence. It was determined the 3-way solenoid valve, and the proportion valve would require replacement to address the active exhalation control module pre-test failure. Device repair is pending. At this time, the manufacturer is unable to confirm the alleged malfunction. The root cause has not been confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation is complete. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.